Manufacturer narrative:
(B)(4). Evaluation summary: the customer complaint has been confirmed. The analysis site replaced the main pcb to correct the customer complaint. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that prior to an unk procedure the device showed error code 1 on the display. No pt consequences were reported.